Event description:
The pt's mother reported the following blood glucose and insulin history for her daughter from (B)(6) 2013. At 10:50 am on 3/4 they went to the emergency room where he tested at the highest level for ketones. At 11:00 am her bg was down to 181 mg/dl and another 0.9 units were given. The hospital told the pt and her mother that "the pod is the cause of the high bg." The ketones were negative when they left the ER. The caller did not describe any treatment received at the ER.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No malfunction, defect or other product condition that would restrict or interrupt insulin delivery and contributed to reported hyperglycemia and high ketones was found. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."